Event description:
It was reported that on (B)(6) 2022 during an implant procedure that the physician was unable to fully insert the stylet in the right ventricular (rv) lead. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of stylet could not be inserted was not confirmed. Stylet was inserted through the proximal end of the lead all the way through with no restrictions noted. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.